Manufacturer narrative:
(B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the haptic broke in the injector. The lens was removed with no patient injury. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.